Event description:
It was reported that the ICD sn (B)(6) was not interrogable anymore. An update from october 25, 2024 indicated that this lead was the predecessor lead to sn (B)(6). It was capped in 2016 due to malfunctioning at that time and is now also extracted effective (B)(6) 2024.

Manufacturer narrative:
Combination product: yes.